Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the back cover of the power module did not properly close and the cover was removed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the housing of the power module was confirmed. The power module (serial number: (B)(6)) was returned for analysis with damage to the housing of the unit, and damaged band vents. Additionally, the power module was returned without a backup battery, the backup battery door, and the backup battery holder. The power module was returned to the european distribution center (edc) and a rattling sound was heard within the power module. The unit was opened and damage to the housing was found within the power module, which was determined to be the cause of the rattling sound. The unit was functionally tested and passed all testing without issue. The housing and band vents were replaced, and a backup battery, battery door, and battery holder were added to the unit. Preventive maintenance was performed, and the power module was forwarded to the loaner pool. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2013. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.